Manufacturer narrative:
Month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 1 month post index procedure the patient experienced a cold leg and limb occlusion was identified. A fem-fem was successfully carried out and the circulation was restored and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Summary: the reported left limb occlusion was confirmed; however, the exact cause could not be determined from the returned films. The patient anatomy at implant is unknown. Angiograms during excerpts from the implant were returned. No calibrated scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The films revealed that the patients aorta was relatively straight, and both common iliac arteries appeared aneurysmal. Films during deployment of the bifurcate were not seen. No obvious issues were observed after deployment of the bifurcate, contra limb and right limb extension. However, deployment of the left limb extension into the left external iliac, and final angio injection were also not observed in the returned films; therefore, final stent graft patency/endoleak could not be assessed. CT¿s returned from 1-month post-implant revealed that the endurant ii bifurcate was positioned ~10mm below the lowest left renal artery. The neck diameter just below the left renal near the top of the suprarenal stents measured ~22mm, at bifurcate fabric margin measured ~27mm in diameter, and 10mm lower the stent graft od measured 28mm. Beginning at the bifurcate proximal margin, the posterior side of the aortic body was infolded along the centerline down to the level of the flow divider. The maximum amount of radially infolding was ~15mm (40% of the diameter). In addition, thrombus was observed within the bifurcate aortic body, along the left side of the infolded ¿partition¿, and the bifurcate ipsi limb and left limb extension were 100% occluded. The left internal and external iliacs were also occluded, and distal flow down the left side eventually resumed beginning at the left femoral artery. The distal od of the left limb measured ~11mm, and there was slight left limb compression to 8mm od observed 3cm from the distal end. The stent graft ID of the left/occluded limbs measured ~13mm within the aaa sac, and narrowed down to ~6 ¿ 8mm within the left external iliac. The right/contra limb and extension were widely patent, free of thrombus, and no thrombus was observed down the right leg distal to the right limbs. It is possible that the infolding observed within the bifurcate aortic body, essentially splitting the flow into two (2) disturbed flow channels, may have led to the left limb occlusion. It is possible that the observed stent graft limb narrowing within the left external iliac may have also contributed to the to the occlusion. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The exact cause of the bifurcate infolding could not be determined. Details of the neck anatomy prior to implant is unknown, and films showing deployment of the bifurcate were not returned. Post-implant films revealed that the neck diameter the top of the suprarenal stents measured ~22mm, and at bifurcate fabric margin measured ~27mm in diameter. Therefore, it appears likely that stent graft oversizing, implanting a 36mm bifurcate into a 28mm proximal neck, may have led to the infolding which likely occurred during implant. Additional information received; the patients occlusion was on the left side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.